Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a rash under the belt electrodes. It was reported that the patient had a known sensitivity to almost all types of metals and that the irritation resembled an allergic reaction. The patient's daughter reported that she was going to reach out the patient's doctors for recommendations for treating the rash. During a follow up, the patient's daughter reported that she was instructed to use a water based cream on the irritation and was using maximum strength hydrocortisone cream. The daughter reported that the rash was almost completely healed.